Event description:
The event occurred on an unknown date involving a plum 360 driver italian where it was reported that it restarts. There was no reported patient involvement. No further information was provided.

Manufacturer narrative:
The device was received for evaluation, the investigation is pending.